Event description:
A seriously ill (B)(6) female admitted for cva, intubated, on a ventilator, required continuous blood pressure monitoring after manual blood pressure readings could not be obtained. Arterial line insertion into the femoral artery was attempted, however, resistance was met when attempting to thread the guidewire through the needle and the guidewire could not be advanced. As the guidewire was being removed, it started to uncoil, and could not be removed entirely from the pt. The guidewire was stabilized with a hemostat until a doppler study determined that the remaining wire was not in the vessel. It was subsequently extracted at the bedside by the vascular surgery service.